Manufacturer narrative:
The device was returned for evaluation deformed and the evaluation was therefore unable to determine the cause of the failure.

Event description:
During cataract surgery, upon insertion of an iol the haptic of the iol caught the malyugin ring scroll and pulled the ring into the capsular bag tearing it. A vitrectomy was performed and a sulcus iol was implanted. The patient was reported to be doing very well post-op.